Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance. When a suitable location was found, the lp dislodged during deflection tests. A different lp was used to complete the procedure. There were no patient consequences.